Manufacturer narrative:
The referenced gastrointestinal (gi) bleed was reported under medwatch MFR report # 2916596-2018-02978. Approximate age of device ¿ 52 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient underwent a pump exchange. Reportedly the patient¿s lactate dehydrogenase (ldh) was elevated. Ramp echocardiogram and CT angiogram were performed; results were not provided. Inr was not therapeutic as the patient was on and off anticoagulation due to gastrointestinal (gi) bleed following implant.

Manufacturer narrative:
Device evaluation: device thrombus was confirmed based on the evaluation of the returned pump. (B)(4) was returned with the percutaneous lead (driveline) cut approximately 4 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. The outflow graft bend relief collar was returned. Upon disassembly, depositions were found surrounding the inlet bearing cup and bearing ball. The depositions were tissue-like in nature, denatured, and displayed laminated layering, suggesting that they developed in the pump over an undetermined amount of time while the pump was operating. The depositions found in the pump could have contributed to the reported elevated lactate dehydrogenase (ldh). Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hm ii lvas IFU lists hemolysis and thrombus as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.